Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin and was delivering the programmed meal bolus twice. The patient is entering 16 i.u. For breakfast, which is delivered at 9:00 a.m., full amount. At a later point, for example at 10:00 a.m., the same bolus amount is delivered again. The patient was always disconnected from the infusion device when the double bolus delivery happened and the blood glucose levels were always in range.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.